Event description:
Nurse reported programming the implanted pump to prime the intrathecal catheter after dye study. While verifying the programming printout, she read a single bolus was programmed, and thought it was supposed to read prime bolus. MFR's technical services instructed nurse to stop the bolus in progress, and recalculated the remaining catheter volume that still needs to be primed with drug. The nurse reported being unsure how they got the bolus programmed, and they manually entered the bolus, and thought the concentration was entered instead. All the programming was corrected before the pt received any intrathecal medication, and was not affected by the programming changes. The reasons for performing the intrathecal dye study were not reported. Add'l info has been requested from the hcp and a follow up report will be sent when new info is received.